Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. One day prior to experiencing the peritonitis, the patient had a change of dialysate (not further specified). The following day, the patient experienced peritonitis and was hospitalized on the same day. On an unreported date, the patient began treatment for the peritonitis with fortum (4 times a day, dose unknown) and vancomycin (4 times a day, dose unknown) ip ¿ intraperitoneally. At the time of this report, the patient was still hospitalized, the peritonitis was resolving, the patient was recovering, and physioneal therapy was ongoing. No additional information is available at this time. This is report 2 of 3 involved in this event.

Manufacturer narrative:
(B)(4). Additional information: upon follow up, it was reported that the patient was performing continuous ambulatory peritoneal dialysis therapy with extraneal solution. Extraneal therapy was reported to be ongoing. Should additional relevant information become available, a supplemental report will be submitted.